Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittent noise appearing as diagonal lines across the entire screen during inspection for use with the same device involving an olympus camera head. There was no patient harm reported.